Event description:
It was reported that intermittent occlusion alarms occurred. The customer declined to provide additional information regarding the issue. There was no adverse impact to customer¿s blood glucose level. A replacement pump was sent to the customer to resolve the issue.

Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be submitted upon completion of the evaluation. H3 other text : device not returned.